Manufacturer narrative:
Corrected data: h4 (the correct device manufacturer date has been provided). H10: per the information obtained from the customer, the reprocessing steps were unable to be confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage detected at automatic leakage test. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was confirmed. The evaluation found the distal end adhesive was lifting, the distal end cap needed to be replaced, there was play in the up down angle, the up, down, left, and right angles did not meet the specifications, and the air leak test failed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope's rubber connector was split at the proximal end. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, foreign material was found in the air water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.